Event description:
It was reported by service report that the steer lock on one of the legs could not be unlocked. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Leg assembly.